Event description:
Customer called reporting a low battery alarm. A replacement cap did not resolve the issues. Customer's blood glucose is 108 mg/dl. He said batteries are not lasting more than a week. Customer called the next day stating he was fidgeting with the battery and the device alarmed motor error. After replacing the battery, the device read fully battery. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The device passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The unit had cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.